Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history and manufacturing records found no evidence of product non-conformance. Visual inspection of the returned device confirms the reported condition. The device shows evidence of wear and tear from extensive use. Evaluation of the fracture indicates it occurred when fatigued metal experienced a bending force. Root cause of the event was most likely due to the instrument being used beyond its useful life; however, a conclusive root cause could not be determined without additional information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product requested, not yet received.

Event description:
It was reported that during an unknown procedure, a grip crimper fractured during cable implantation. No pieces fell into the patient and a cable of a smaller diameter was used to complete the procedure. A 60 minute delay in the procedure occurred as a result of the event.